Event description:
The customer contacted beckman coulter inc (beci) in to report fluid leak from the modular chemistry (mc) sample crane assembly on the synchron lx20 clinical system chemistry.

Event description:
The customer reported that on (B)(4) 2011 erroneous vitamin b12, thyroid stimulating hormone (tsh), free total thyroxine (frt4), hybritech prostate specific antigen (hyb psa), testosterone, ov monitor, ferritin and folate results were generated on an unicel dxl 600 access immunoassay system for multiple patients. The issue was identified when the customer contacted beckman coulter inc. Indicating that, after the completion of beckman coulter inc. Instrument modifications, the instrument was unable to obtain passing carcinoembryonic antigen (cea) quality control (qc) results. An instrument assay recalibration also failed to generate acceptable results. Upon completion of the necessary beckman coulter inc. Repairs of the instrument, the customer was advised to repeat all potentially impacted patient results. Beckman coulter inc. Assessment of customer supplied data indicated the generation of nine erroneous vitamin b12 patient results, fifty three erroneous tsh patient results, one erroneous testosterone patient result, twenty erroneous hyb psa patient results, three erroneous ov monitor patient results, five erroneous frt4 patient results, three erroneous ferritin patient results and one erroneous folate patient result. These erroneous results were caused by a single, common instrument malfunction. The intial, erroneous results were reported outside of the laboratory, however, there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Repeat assay testing on the same instrument after the completion of the necessary repairs, generated results that crossed clinical decision points or indicated imprecise collective initial and repeat results that exceeded the precision claims of the assay. No patient specific information and sample collection/handling information was provided by the customer.

Manufacturer narrative:
Change: from: the customer contacted beckman coulter inc (beci) in to report fluid leak from the modular chemistry (mc) sample crane assembly on the synchron lx 20 pro system. To: the customer contacted beckman coulter inc (beci) in to report fluid leak from the modular chemistry (mc) sample crane assembly on the synchron lx20 clinical system chemistry. Change: from: synchron lx 20 pro system to: synchron lx20 clinical system chemistry change: model number from: lx20 pro to: lx20. Catalog number: from: 476100 to: 466200 change: from: k011213 to: k965240.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 to address the issue. The field service engineer (fse) found that the aspirate probe 3 was not aspirating correctly. Upon closer investigation it was found that a new bracket, installed during a previously performed beckman coulter instrument modification activity, had pulled the tubing tight on the backside connector, and ultimately collapsed the tubing. The bracket had been installed in an incorrect location. The fse corrected the issue and repeated the instrument system check which passed all portions within published specifications. The fse recalibrated the assays had previously failed. Hardware is the root cause for this event. Beckman coulter inc. Has initiated corrective actions to address the cause of this issue.